Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. The physician comment that the stopcock used to be blue and now they are transparent is due to a change in manufacturing material. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the copilot was noted to be leaking. Additionally the stopcock used to be blue and now they are transparent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. A partial UDI was provided as the lot number is not known.

Event description:
It was reported that the copilot was noted to be leaking. Additionally the stopcock used to be blue and now they are transparent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.